Event description:
It was reported that during an implant procedure, the epicardial lead was placed on the anterior right ventricle (rv). The lead had high thresholds. The lead was not used and two leads were replaced on the anterior right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.